Event description:
On (B)(6) 2012, it was reported that the patient was doing well on her increased medication and had only two seizures two days prior to the visit and was otherwise seizure-free for the last month. However, clinic notes dated (B)(6) 2012, note that the patient has had about one seizure every two weeks or so. The patient was put on antibiotic medication two weeks prior to this visit to have two molars pulled. The patient had three seizures on (B)(6) and one on (B)(6) before she had the tooth pulled and one possible staring spell on the date of the notes. It was stated that the patient was feeling a lot better and was still on the same medication. In addition, notes dated (B)(6) 2012 state that a call was received which reported that the patient had two nocturnal seizures on monday night , two nocturnal seizures on tuesday night, and three nocturnal seizures on wednesday night but not during the daytime. It was advised that the patient's medication should be increased by one tablet at night. Follow up found that the normal mode and system mode diagnostic results were within normal limits and the physician attributed the increase in seizures to the device nearing end of service. There was no relationship between the increased seizures to pre-vns baseline levels per the physician, and it was stated that the patient did not have multiple seizure types that increased. No programming changes, medication changes, or other external factors preceded the onset of the increased seizures. On (B)(6) 2012 it was reported that the patient would go in for a consult appointment for replacement surgery due to eri = yes and battery depletion. The patient's device was explanted and replaced on (B)(6) 2012. In the product analysis lab, the returned device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The near end of service indicator was seen set at yes in the product analysis lab. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to a near-end-of-service (neos) condition. A battery life estimation resulted in 0.31 years remaining before the neos flag would be set. However, an incomplete programming history (approximately three-year gap) indicates the estimation does not use all the data required to make an accurate estimation. Therefore, the electrical performance of the generator, as measured in the lab, was used to conclude that no anomalies exist and the neos condition is an expected event. The pulse generator module performed according to functional specifications. It was further confirmed that the generator was at normal neos with eri - yes observed correctly at the battery voltage found to be 2.276 v. There were no performance or any other type of adverse conditions found with the pulse generator. Although it was reported that the increase in seizures was attributed to the device being at near end of service, the product analysis results indicate that the device was functioning as intended at the programmed settings.